Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This is a duplicate report of 1818910-2019-124829. 1818910-2019-124941 is being retracted as it is a report duplication. 1818910-2019-124829 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right total knee arthroplasty secondary to degenerative arthritis. Attune implants were used with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. The patient underwent a revision of the right knee secondary to suspected loosening. Intraoperatively, significant scar tissue was discovered; extreme ankylosis; femoral loosening was identified at the bone to cement interface due to a pseudo-membrane under the femoral components; sclerotic bone loss to the surface of the femur; and the tibial component was noted to be well-fixed. There were no intraoperative complications. Doi: (B)(6) 2017; dor: (B)(6) 2018 (right knee).